Event description:
I had cyctocele and rectocele surgery on (B)(6) 2010 using vaginal mesh. Rectocele surgery failed causing 2 - inch x 1 - inch complete mesh erosion one week following initial surgery, the sutures came completely undone. This has caused four more overnight hosp stays since then attempting to correct the problem, as well as numerous in-office procedures and medical expenses. In (B)(6) 2010, my gynecologist attempted to repair the 2" x 1" erosion a second time (with individual knotted sutures this time) during the third surgery I had and within 14 days it came apart a second time. After that third surgery and a hosp stay for ischemic colitis, my gyn referred me to a urogynecologist. Exposed mesh was removed by urogynecologist completely in (B)(6) 2011 (my 4th surgery) and the vaginal wall did finally grow back together with the mesh having been removed from that area. I still have sections of mesh fiber exposed in the right and left "sides" of my vagina and have not been able to resume intercourse with my husband due to severe pain and the mesh fibers that are remaining. It has been 15 months since I had a normal life where I can do normal lifting, walking, exercise, etc as well as having intercourse with my husband. At this point I don't know if my body will ever be the same again and I am very frustrated and upset. I am in the process of obtaining all my hosp and dr's records and am contemplating filing a lawsuit for damages. I can provide this info after I get my medical records.